Event description:
Fill volume: unk. Flow rate: 10 ml/hr. Procedure: unk. Cathplace: unk. A distributor reported that 3 patient experienced fast flow incidents while using homepumps. The incident is described as, "specifically 3 patients have experienced doses going in 4-7 hours too fast for what was set up as a 24 hour infusion." Please reference: 2026095-2014-00301/(B)(4) and 2026095-2014-00302/(B)(4). Patient 1 of 3: it was reported that one patient experienced renal issues in connection with a reported fast flow incident. It was reported as, "at least one of these patients has experienced some renal issues that raises even more concern as it relates to this issue." Additional information has been requested, however, is not available at this time.

Manufacturer narrative:
Method: the device was received for analysis, however, a clarification was necessary prior to any testing methods being performed. A visual inspection was performed and a review of the device history record (DHR) was performed. Results: two of the three pumps reported to be returning for analysis were received. One pump was empty and one pump was full. At this time clarification has been requested from the reporter on the returned devices. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. At this time, halyard is pending the receipt of clarification on the pumps received. As the investigation is still in progress, results are not available. Once the clarification on the devices is received, testing will be performed and results will be provided upon completion. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigation.